Event description:
A call to technical services was placed on (B)(6) 2014 informing that this lead was implanted on 2013 and has gone bad. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).